Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos found that the product unpacked and a particle (discoloration) between the header cap and the sealing gasket was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a revaclear 300 dialyzer, a black foreign matter was observed inside the cap of the dialyzer. There was no patient involvement. No additional information is available.